Event description:
The iab was inserted into the patient and "inflated". The doctor was unable to deflate the iab. He cut the helium tubing and tried to insert the stylet and also the gas lumen insert through the helium port. The patient was taken to the ccl and the iab was not inflated when visualized under fluoro. It was successfully removed by the cardiologist. The original alarm was check iab catheter. Received further information from facility, the patient and serious health issues. It was reported the event did not cause the death, but "hastened" the death.